Event description:
It was reported to philips that the therapy knob for the device was loose and could no longer be controlled. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.